Event description:
Patient changed her cartridge and began to prime the device. Patient stated the device began alarming for an empty cartridge and the piston rod had telescoped to the end of the cartridge chamber. Patient stated that there was insulin in the device. Patient's blood glucose elevated during her attempt to change the cartridge. Patient stated she started new medication 2 weeks ago that has produced higher blood glucose levels. Patient has injections for backup therapy.